Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) stopped upon powering on during it was used on a male cardiac arrest patient. The crew reverted to manual CPR immediately. The return of spontaneous circulation (rosc) was not achieved and patient was pronounced on the scene. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient (estimated at (B)(6) lb) in cardiac arrest. The patient had a history of diabetes, medications are unknown. The ems crew witnessed the patient on the front yard of the residence and performed the manual CPR. The patient was placed on the autopulse platform. Upon powering on, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. The manual CPR was immediately performed on the patient with the limited ems personnel. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the ER room. The patient was pronounced later in the hospital; however, the cause of death was not specified. According to the reporter, the patient outcome was not attributed to the device.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial (B)(4). Ccr (B)(4) reported, on (B)(6) 2018, software was used to clear error message.